Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot #. The filter remains implanted; however, the delivery system has been returned; the eval is currently underway.

Event description:
It was reported that the proximal marker band on the delivery sheath slid down the catheter close to the distal marker. Reportedly, the physician gained access through the right femoral vein. The access site was pre-dilated to 8f and the sheath was advanced. Although the physician experienced some resistance, the sheath was advanced without complications. Following the successful placement of the filter, during removal of the sheath, the physician identified that the proximal marker band had moved distally and seemed to be getting hung up at the access site; therefore, to avoid the complete detachment of the marker band, the physician used hemostats to secure the marker band and removed the sheath. There was some bleeding; however, no injury to the pt.